Manufacturer narrative:
Intera oncology communicated with the clinic and the device lot number was not provided due to sample being discarded. Without this information we cannot perform a review of the production records. However, the likely root cause of the leak is use error as the clinic is known not to be discarding the syringe barrel quickly after use. The intera 3000 hai pump instructions for use mentions that during refill procedure when the operator allows the pump to empty into the syringe barrel, the operator needs to close the stopcock and disconnect both the stopcock and syringe barrel. After that, the syringe barrel needs to be discarded.

Event description:
Intera oncology was notified by an assistant nurse manager that a refill kit syringe barrel leaked heparin through the tyvek lid during a refill procedure on (B)(6) 2025. The device was discarded. There was no harm to the patient.